Manufacturer narrative:
The beckman field service engineer (fse) evaluated the issue and observed the drain system was functional. As a recommendation to improve the flow, the fse installed anti-foam pump. Following the installation, fse observed no foam overflowing from the drain. The system returned to normal operation. The probable cause for this event was an accidental injury. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported on their dxc 700 analyzer where the waste drain generated foam and overflowed, making the floor slippery. As a result, a laboratory operator slipped, fell and sustained injuries to their back and leg. At the time of the incident, the operator was wearing personal protective equipment (ppe). The operator sought urgent care and began physical therapy. It is unknown if medication was prescribed. The operator returned to work on (B)(6) 2026, with work restrictions. No additional details were provided. There was no report of death associated with this event.